Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient still feels soreness in the device area 4 to 5 months post-implant. Patient denies that there is any swelling or redness and indicated that the "md has no concerns and said to take tylenol". The device is still in use. No further patient complications have been reported as a result of this event.